Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by non-healthcare profession that consumer experienced symptoms of burning, light sensitivity, and vision loss. Upon seeking medical attention, consumer was diagnosed with a tropical fungus (filamentous) that had penetrated to cornea and was hospitalized for the treatment. At the time of this incident, the consumer had also been using ployethylene glycol and propylene glycol eye drops. Consumer discontinued contact lens care solution after the event. The current status of the consumer¿s eye was continuing at the time of this report. Additional information has been requested but has not yet been received.